Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found the oxygen (o2) sensor was broken. The cse replaced the o2 sensor. The cse performed extended self-testing on the device and all tests passed. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of a one year from the date of manufacture while a pb840 addendum incorrectly stated to replaced the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on december 23, 2013.

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator gave a disconnection alarm. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.